Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis.additional text: suspected clot in device.specific component(s) involved: other component malfunction, specify.additional text:other component: na.causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specify.other intervention : tpa administered.implant device type: lvad.